Event description:
It was reported that a nava edi catheter had been in a pt for 6 days was removed because it had been in the pt an extended duration, and the staff wanted to change it out. The catheter was not in actual use for the last 2 days of this period. During a routine x-ray procedure to evaluate the pt's condition, it was noticed that the edi catheter was broken and a piece was in the pt. The nurse rt did not notice the break at first, upon its removal. There had been no nava alarms during ventilation therefore the hosp staff believed that the catheter broke during removal. The broken piece was extracted from the pt in an endoscopy procedure on the evening of the day of the event. The final pt outcome was no harm. The edi catheter is used during nava (neurally adjusted ventilatory assist) to detect the electrical activity in the diaphragm.

Event description:
The returned edi catheter was broken at the 10th electrode ring and in 2 pieces on return. The broken off part was 55 mm long. The edi catheter material looked unaffected and the barium strip had no damage. The break section looked like a cutting/tear. The electrode wires were hanging but all were intact, no missing pieces of electrodes or wires. The evaluation of medicines that were administered through the edi catheter found that they could not affect the material of the edi catheter though there was uncertainty for one of them. The edi catheter material parameters were all within the specified limits and there are no other complaints related to this batch. This investigation with the information available has not determined the true cause of the breaking of the edi catheter. There were no manufacturing defects or other similar complaints for this batch, no specific medicine has been determined to affect the material of the edi catheter. There is no indication of misuse. There was no sign of material degradation. The break section looked like a cutting/tear but no possible cause has been determined. (B)(4).